Event description:
Additional information was received. It was reported that there was a delay of few seconds and no patient impact reported.

Manufacturer narrative:
H3: analysis summary: complaint was unconfirmed. Upon receiving the device, it looked to be used with damage on the handpiece. The device was decontaminated and then tested per work instructions. Service engineer (rep) plugged the handpiece into the generator and tested. During testing handpiece was activated in coag mode and worked correctly. When released the button handpiece was not stayed in coag mode. H6: codes updated b5: event description updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): no device was returned to manufacturer for evaluation. Codes b17, c20 <(>&<)> d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a handpiece. It was reported that, during a bilateral mastectomy with two generator systems set up simultaneously, a handpiece plugged into a generator was continuously powered in coagulation mode even when the power button was not being pressed. The handpiece was reported to remain powered until it made contact with tissue. The same behavior was reported to have occurred on both generator systems used during the case. The patient was present.